Event description:
During low anterior bowel resection stapler misfired. Stapler did not engage of close rectal stump. Stump needed to be sutured closed and restapled adding three hrs to operative procedure.